Manufacturer narrative:
The device was returned and investigated. The inflation problem was confirmed. Additionally, the proximal portion of the balloon ruptured and tore through the proximal seal and outer member. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific issue. The investigation determined, based on the evaluation of the returned unit and scanning electron microscopy (sem) analysis, that the reported inflation issue may be due to a potential quality issue. The damage to the balloon and necked outer member may be related to a manufacturing issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported the procedure was performed to treat a lesion located in the anterior tibial artery. The armada balloon was inserted and was advanced to the target lesion without difficulty; however, the balloon was unable to inflate or may have been able to inflate, and hold pressure, but the inflation was incomplete. The device was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided. Device analysis on 7/7/2022 indicated a material rupture (longitudinal, balloon, proximal seal and outer member) of the proximal portion of the balloon.